Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-oct-05 (B)(4) (con): information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). The patient called stating that a friend of a friend, who had the same implant as theirs, for some reason got into an accident that caused their internal implant to become messed up. Patient reported this friend was so scared because that friend of a friend didn't want to go back into diapers or go through another surgery. Patient reported their reason for calling was to get information on what they could do if they were to get into an accident and their internal components became messed up, like the friend of a friend was experiencing. The patient was not able to provide any further details regarding the friend of a friend's implant getting messed up after an accident. No patient symptoms were reported. No further complications were reported or anticipated.